Event description:
Per the clinic, the patient experienced an extrusion through the posterior wall of the external auditory canal. Subsequently, the patient was hospitalized (specific date not reported). The device was explanted on (B)(6) 2024, and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached.